Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. Reportedly, the display screen was cracked. Reporter denied that there was evidence of moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on/ (B)(4) 2014 with the following findings: when the pump was booted, there was no display present but audio/vibe can be felt/heard. A crack is apparent in the screen beneath the display lens. A cracked/damaged display screen is confirmed. Test display functions normally in pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.